Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additional observation(s) not reported by site: the endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The endoscope cable connector was visually inspected and missing electrical contacts were found on the paddleboard. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
It was reported that the 0-degree endoscope plus was defective but not additional information was provided. There was no report of patient involvement or no reported injury.